Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent inguinal hernia repair in (B)(6) 2013 and mesh was implanted. The patient stated she has never recovered from this operation and reports discomfort in the area where she had the procedure. The low level pain came to a climax in the middle of (B)(6), and patient reported a dagger type pain slash at the insides. The patient was prescribed amitriptyline, which dulled the pain, but was unable to function as one of the side effects is extreme drowsiness. By (B)(6) the drowsiness had subsided and the pain was bearable, and after a couple of weeks the patient experienced a second side effect of an extremely dry mouth and throat became so dry she couldn't swallow. The patient had severe panic attacks and was rushed to hospital. The patient was then taken off the amitriptyline and left with no pain killers. The patient states had to leave her job permanently as she was left in chronic pain. She became anxious and clinically depressed. The patient was referred to the pain clinic where she was trialled with many different nerve drugs: pregablin, gabapentin and duloxetine and the duloxetine is the only one that had some effect on the pain. A specialist diagnosed the patient with acnes - abdominal cutaneous nerve entrapment syndrome. The doctor tried many therapies such as: physiotherapy, hydrotherapy, three steroid injections to the nerves which were affected and none of these therapies has to date had any effect. Four years later, the patient is in constant pain, and has to use a wheelchair for long distance journeys; and is unable to walk very far. The patient has to take up to 30 tablets a day including morphine. The patient is now waiting for neuro-implantation in (B)(6) to be placed long-term into the abdomen. Additional information has been requested.